Manufacturer narrative:
The used transfer set was visually inspected and tested for flow and tightness. An occlusion with insulin was found behind the connector needle of the transfer set. The manufacturer tests all products during production for leak and flow. There is no indication that a nonspecific product has been delivered to any customer. All test results of the transfer set were within specifications. The problem mentioned by the customer is related to mishandling of the product by the customer.

Event description:
On (B)(6) 2013, the patient reported that his trainer noticed that insulin had leaked into the cartridge compartment of his infusion device. The origin of the insulin leak was not clear at the time of report. No adverse event was reported. The infusion device, insulin cartridge, infusion set, and adapter were requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.